Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger won't light up) has been confirmed. Upon eval, the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that when he plugged in the charger, it did not light up. The pt was issued a replacement charger/modem.